Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had oor on his controller. An impedance check showed two contacts as "do not use" with impedances >40k ohms. There were no know factors that could have been related to this. The rep reprogrammed the patient around the bad contact that was in use. The issue was reported to be resolved. No further complications were reported. No patient symptoms were reported.